Event description:
The customer reported that the x-ray tube was leaking oil and the system was not able to be used as a result. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.